Manufacturer narrative:
The insulin pump alarmed during prime test and alarmed motor error during basic occlusion test due to loose protruded drive support disk. However, the insulin pump passed idle current test, run current test and displacement test. Unable to perform self-test, off no power test, a21 error test, occlusion test and no delivery test due to a33 alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm. The customer states the pistol does not go into the priming on the pump and just pushes insulin out. The customer's blood glucose level at the time of incident was over 150mg/dl. Troubleshoot was conducted, and the drive support cap was found to be protruding. The customer was advised to discontinue use of the pump, and that it would have to be replaced and returned for analysis.